Manufacturer narrative:
Dates of death, event, and implant: dates estimated. The additional adverse patient effects referenced will be filed under a separate medwatch report #. The device was not returned for evaluation. A review of the lot history record of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of death is listed in the xience everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. The absorb and xience prime referenced are being filed under separate medwatch report #s. Article title: poly (l-lactic acid) bioresorbable scaffolds versus metallic drug-eluting stents for the treatment of coronary artery disease: a meta-analysis of 11 randomized trials.

Event description:
It was reported through a research article identifying absorb, xience prime, and xience that may be related to the following: patient death, myocardial infarction, thrombosis, revascularization, and rehospitalization. This article summarizes clinical outcomes of 10,707 patients that were treated with xience/xience prime stents and absorb scaffolds. Specific patient information is documented as unknown. Details are listed in the attached article, titled "poly (l-lactic acid) bioresorbable scaffolds versus metallic drug-eluting stents for the treatment of coronary artery disease: a meta-analysis of 11 randomized trials."